Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturing representative and a consumer regarding a patient receiving intrathecal fentanyl 1500ug/ml at 945.1ug/day and bupivacaine 12mg/ml at 7.561mg/day. The indications for use were non-malignant pain and chronic low back pain. The patient tried utilizing the personal therapy manager (ptm) and saw the motor stall code on (B)(6) 2015. The manufacturing representative interrogated the pump. The event logs were accessed and reviewed on (B)(6) 2015. The logs showed that a stall occurred on (B)(6) 2015 at 1708 and recovered (B)(6) 2015 at 1825. There were no other stalls or anomalies in the event logs, and the logs went back to (B)(6) 2015. There was no MRI/medical procedure or other electromagnetic interference (emi) that could have caused the stall. Emi was ruled out. The cause was unknown. The patient experienced withdrawal symptoms of nausea, headache, and shakiness that began on (B)(6) 2015. The onset was noted to be gradual. It was noted that the withdrawal symptoms had been resolved. The patient was going to have the pump replaced. The pump was explanted on (B)(6) 2015. The outcome was unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Event description:
Additional information received from the manufacturing representative reported that the patient had heard the pump beeping. No patient injury was reported. The patient recovered without sequelae. Patient had a gradual loss of therapy (withdrawal). No dye study or rotor study was performed. The print report logs indicated that another motor stall occurred on (B)(6) 2015 at 11:27, with no recovery noted.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.